Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies and that the insulin pump had stopped working unexpectedly. About 3 weeks prior, the blood glucose reading was 40 mg/dl compared with the sensor glucose reading of 200 mg/dl. The customer also noted another occasion when his blood glucose had been very high blood glucose while the sensor showed that he had low glucose. The blood glucose during the time of the call was unknown. Advised the customer to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.